Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device exhibited non-sustained ventricular oversensing episodes due to t-wave oversensing. Programming changes and further testing were recommended. No further information is available.